Event description:
Per dad, one of the cadd legacy pumps pt has is beeping, 2 tone alarm, with no error message on the screen after it has been attached to the cassette and after it does the self test. Pt's dad said they are using new batteries provided in last shipment. Changed out a cassette as well. Did not solve the issue. Pharmacy will ship out new pump to replace malfunctioning pump. No a/e experienced during this event. No further info known. Strength 2.5mg, dose or amount: 28 ng/kg/min, frequency: continuous infusion, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.